Event description:
It was reported the catheter was placed for routine obstetric use. Following delivery, resistance was encountered when the catheter was removed, and the catheter separated at the skin. Surgical removal of the separated catheter was performed. There were no add'l complications.